Event description:
On (B)(6) 2023, rayner received notification from its distirbutor in turkey of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the optic and haptic were broken following implantation necessitating removal of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic and haptic were broken following implantation necessitating removal of the iol from the eye. The rayone trifocal rao603f iol was explanted and exchanged during the original surgery session. The healthcare facility confirms that the patient was not injured as a result of this event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone trifocal rao603f batch 063218778 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 063218778. There is insufficient evidence and information available to determine the root cause of the optic and haptic damage post injection in this case.